Event description:
Customer reported feeling hypoglycemic after a one hour walk after dinner. Customer tested with the freestyle meter getting a result of 123 mg/dl. Customer drank a coke for their symptoms and went to the hospital. No treatment was provided, but glucose was being checked periodically. An accucheck reading was 32 mg/dl upon arrival to the hospital and 15 minutes later their level was 76 mg/dl. A freestyle reading was taken at this time with a 2004lt of 65 mg/dl. The customer as then released.